Event description:
The plaintiff's attorney alleged that the decedent experienced a shortness of breath and was hospitalized on or about (B)(6) 2006, experienced cardiovascular event on or about (B)(6) 2006 and expired on or about (B)(6) 2006, after the use of the product.

Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving three separate products; associated mdrs #1225714-2014-00119, 00120, 00121, 00122, 00123, 00124 and 2937457-2013-00037, 00038 and 00039.